Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 09-feb-2026. Visual inspection, microscopic examination and irrigation test were performed of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was partially broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter, suggestive that excessive force manipulation was applied. Finally, a back pressure test was performed, and a leakage was identified through the hemostatic valve, as well as, bubbles during the negative back pressure test. This failure mode could be related to the issue reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve issue reported by the customer was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve partially broken in the star section. Initially it was reported that hemostatic valve was damaged. Changed to another device to complete the procedure. There was no impact to the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-may-2026, it was identified that the hemostatic valve was partially broken in the star section. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve partially broken in the star section on 05-may-2026 and have assessed this returned condition as reportable.